Manufacturer narrative:
There was no unexpected blank display or off no power anomalies found during testing. There were no punctures on the c13 isolation tape on the lcd board. The unit passed the insulin pump self-test, the off no power test, a21 error test, displacement test, rewind test, and basic occlusion test. The operating currents were in specifications. Analysis was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. The unit had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer called to report that she woke up in the middle of the night with high blood glucose levels and the insulin pump had shut off and had a blank display. The customer's blood glucose level was 432 mg/dl. The customer treated with a manual injection. During troubleshooting, customer inserted a new battery but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.